Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water entered the scope connector during user handling. As a result, an abnormality occurred in the electronic component, and the event occurred. The event can be detected/prevented by following the instructions for use which state: 1) " inspection of the endoscopic image." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The event occurred prior to a diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b30 (scope communication) error was confirmed. In addition, there was moisture ingress in the whole instrument. Corrosion was detected on the print circuit board as well as on the cable connection. Charge coupled device cable external surface was damaged. The outer surface of the connecting tube sheath showed scratches and deformation. Light guide bundle slipped out of position. Plastic distal end cover was damaged. There was malfunction of each switch contact due to moisture penetration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed b30 (scope communication error) code. There was no report of patient harm associated with this event.